Event description:
Boston scientific received information from a journal article about a case study involving 15 patients implanted with nonpulsatile lvads and cardiac pacemakers or defibrillators from multiple manufacturers (11 patients were included in the statistical analysis for rv lead parameters). The study evaluated potential interactions and the impact on pacemaker/icds lead parameters. Additionally, ventricular tachyarrhythmia event logs and potential emi reports were evaluated. The study found that there were significant changes in rv sensing and pacing thresholds, however, there was no undersensing of ventricular tachycardia or fibrillation and no evidence of loss of capture. There was one case of ra lead dislodgement post-lvad implant. Additionally, the study reported a significant increase in ventricular tachyarrhythmias. In one patient, the initial vt was unsuccessfully treated despite atp and shock delivery. The arrhythmia accelerated into vf which was refractory to maximum high energy shocks resulting in therapy exhaustion. The patient was admitted to the ER and the arrhythmia was successfully terminated with external shock therapy. The device's shock therapy energy was reprogrammed. In another patient, vt storms occurred following lvad implantation which required numerous cardioversions. Medical management was initially successful, however, the patient developed incessant monomorphic vt (different morphologies) following an episode of septicemia. There was no response to atp or commanded shocks. Antiarrhythmic agents were unsuccessful, however, sinus rhythm was eventually maintained following delivery of external cardioversions. An echocardiogram identified a left apical thrombus. The patient was again presented with a vt storm. Commanded atp accelerated the vt to vf that was refractory to ICD shocks, but the arrhythmia was terminated with external cardioversion.

Manufacturer narrative:
The study also cited a case of electromagnetic interference when the battery pack of the lvad was plugged into the wall socket outlet causing electrogram noise, oversensing and delivery of shock therapy. This observation did not occur if the lvad was operating on battery power. The study concluded that lvads have a definite impact on cardiac devices in respect with alteration of lead parameters, ventricular tachyarrhythmias and electromagnetic interference. The interaction between the two may influence the appropriateness and optimal function of the devices.

Event description:
Corrected event date to reflect date of publication into pace (B)(4).